Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different usb cable wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.